Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue calibrating the code on her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 1 pm. The patient manages her diabetes with novolog insulin (12 units) and lantus insulin (15 units/25 units in the evening). The patient continued to administer her usual dose of medications. The patient claims she felt symptoms of confused, disoriented and passed out. Emergency medical services (ems) was reportedly contacted. The patient reportedly obtained a blood glucose result of "24 mg/dl" with the ems meter. The patient was administered intravenous (IV) glucose as treatment. The cca walked the patient through correctly coding the subject meter to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ((B)(4) 2013) - device evaluation: a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.